Event description:
During a routine telephonic follow-up, this pacemaker lead was found to have problems sensing and capturing. This lead failure required the pt to be hospitalized. Surgery was done and the lead was capped. Because venous access could not be obtained, another lead was not implanted and the generator, which was not known to be defective, was removed and returned to medtronics. This pt was not pacemaker dependent.